Event description:
Catheter sheered at the stylet opening when inserting. Spoke directly with the customer who stated the physician inserted the catheter, removed the needle and there was no fluid return. He pulled back on the catheter and was not able to retrieve the entire unit. Approx 6 1/2"-7" of the catheter remained inside the pt. The pt was taken to surgery to have the catheter removed.